Event description:
The user received questionable total protein generation 2 (total protein) results for three patient samples. Patient sample 1 initial result was 3.1 g/dl with data flags and was reported outside the laboratory. The sample was repeated and the result was 3.0 g/dl with a data flag. Patient sample 2 initial result was 3.1 g/dl with data flags and was reported outside the laboratory. The sample was repeated and the result was 3.1 g/dl with a data flag. Patient sample 3 initial result was 3.5 g/dl with data flags and was reported outside the laboratory. The sample was repeated and the result was 3.2 g/dl with a data flag. On (B)(6) 2012, the doctor ordered the laboratory to repeat the same samples as he was questioning the results. Patient sample 1 result was 7.9 g/dl. Patient sample 2 result was 7.1 g/dl patient sample 3 result was 6.0 g/dl with a data flag. These results were reported as the correct results and the user felt they were accurate. The patients were not adversely affected. The total protein reagent lot number was 64933301 with an expiration date of 12/31/2012. The field service representative determined there were possibly bubbles in the total protein reagent. He checked the reagent and analyzer hardware, but found no errors. To verify the analyzer operation, the user ran quality control with acceptable results.

Manufacturer narrative:
The investigation concluded there was a mis-sampling of patient samples due to an insufficient aspirated sample volume. This could possibly be explained by the accumulation of microclots or gel of the sst tube at the inner wall of the sample probe. These particles within the primary tube may have settled yielding the correct results three days later. However, the specific cause was not known.